Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with the implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that in (B)(6) 2016, patient's ins was starting to come out and needed to be placed deeper. On (B)(6) 2016. Surgery was performed and the ins was implanted deeper. No other symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.